Event description:
The customer's wife alleges the meter readings are higher than expected on a compact system (meter, strip lot 20658541 with expiration date 07/30/2008). She reports that after he ate dinner he tested his bg at 500 mg/dl and took an additional 2 units of nph and 5 units of humalog based upon the result. She states in the morning he was having hypoglycemic symptoms, that she had to wake him, and gave him a couple of squirts of spray and some dr. Pepper and he felt better, but no bg tests performed. L1 control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the compact strips.